Event description:
A report was received that a patient was experiencing increased inflammation parameters. The patient was given medication and the event was resolved. The symptoms are believed to be procedure related.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that a patient was experiencing increased inflammation parameters. The patient was given medication and the event was resolved. The symptoms are believed to be procedure related.